Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to anterior knee pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Event description:
It was reported the revision surgery was performed to resurface the patella. No devices were explanted during the surgery.